Event description:
It was reported that during a lap cholecystectomy procedure, when the surgeon fired the device, the clips did not stay on tissue securely. They were able to complete the procedure with the same device. There was no patient consequence. No return device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.